Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument had "false positive" results. Customer reported that four patient samples gave suspected false positive results for multiple targets within the vaginitis assay of the bd max¿ vaginal panel assy. All four of these samples had a negative result when testing was repeated. The initial test result reports for the samples (run 5799; position b9, run 6645; position a11 & a12, and run 6724; position a12) stated a positive result for multiple vaginitis assay targets. When the customer reviewed the pcr plots for these samples, the amplification curve was not consistent with a positive result. Review of the customer instrument database from 07mar2023-22dec2025 and run files 5799, 6645, and 6724 by bd quality revealed evidence that the false positive results were caused by the presence of bubbles in the pcr cartridge which generated optical noise in all assay target optical channels (cgroup (rox channel), ckru (cy5 channel), cgla (vic channel), tv (fam channel), and the internal control (cy5.5 channel)). The optical signal that was generated resulted in the reader detecting signal amplification above validated thresholds for the assay, thus generating a positive result for the assay targets. Evidence of the presence of bubbles was identified through manual review of the pcr curves for the four samples identified in the complaint. These samples had atypical, non-sigmoidal curves with step dislocations which was observed in all optical channels. Step dislocations are characterized by a unique curve shape or artifact that is able to be visually detected at the same pcr cycles across all optical channels. Pcr step dislocations are visual evidence that there are bubbles present in the pcr cartridge. Root causes of bubbles in the cartridge can include fluid handling issues including pump hardware failure, slight calibration misalignment of the pipette heads affecting cartridge fill, and the presence of interfering substances within the patient sample. Analysis of the repeat sample tests (run 5801; position a10, run 6648; position b1 & b3, and run 6725; position a10) showed amplification, in the cy5.5 channel (internal control) only without anomaly. No amplification observed in the other channels. Database analysis for instrument ct3055 revealed that from 01jan2025-11dec2025, the customer reported a total of four suspected multi-target false positive results out of a total of 26,366 vaginal panel assay tests performed. Negative percent agreement (npa) was calculated for all four vaginitis assay targets from the customer database. All vaginitis assay targets (cgroup, npa: 99.8%), ckru, npa: 99.9%, cgla, npa: 99.8%, & tv, npa: 99.9%) were aligned with expected assay performance per the assay product insert (pi). The issue of these multi-target vaginitis false positive results appears to be isolated to the customer reported events based on the data available to bd quality for investigation. On 02mar2026, a bd field service engineer (fse) was dispatched to the customer site to perform an instrument preventative maintenance (pm) and health check service. Instrument calibration and alignments were verified to be within specification. An instrument qualification, which included pcr heater functional testing (self-test), quad-point melt, and cartridge empty fill checks was performed. Results from these qualification tests verified that the instrument is performing within specifications. This complaint is unconfirmed as the investigation did not reveal any indicators of an instrument performance issue nor part failure per validated instrument performance specifications and service procedures. The root cause of the issue was unable to be traced to failure of the instrument hardware. Based on the available information and analysis of the customer¿s data associated with this complaint, the data suggest specimen related issues causing unresolved results. Such issues with the bd max¿ vaginal panel assay may arise from the use of interfering substances by patients or clinicians, or from samples containing interfering substances. The impact of interfering substances is a known issue for the bd max¿ vaginal panel assay. However, it is considered acceptable since the inconvenience, to the customer, is outweighed significantly by the early diagnosis and prompt management of patients. Returned sample analysis consisted of review of the customer database and run files by bd quality. Review of device history record for instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument . The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. A 12-month historical service history review was performed for the instrument (dec2025-jan2025). Three prior cases were observed between 22dec2025-07aug2025 for the complaint failure mode reported.

Event description:
It was reported that during use of bd max¿ system, bd max¿ instrument, a patient sample was triple false positive for c. Group, c. Glabrata, and trichomonas on the bd max¿ vaginal panel. Upon repeating, all targets were negative. There was no report of patient impact.